Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the right atrial lead had dislodged. No electrical anomalies were noted. The physician attempted to reposition the lead but was unable to do so. The lead was explanted and replaced. The patient was in stable condition.